Event description:
During a polypectomy, the physician used a cook endoscopy acusnare polypectomy soft snare. Handle actuation was described as "sluggish" creating difficulty with extension and retraction of the snare from the outer catheter. The procedure was able to be completed with this device. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the device said to be involved confirmed handle retraction difficulty due to a kink in the handle drive wire (which moves through the handle and inside the outer catheter). The kink in the handle drive wire is causing resistance between the drive wire and the handle component, prohibiting snare movement. The kink is also causing resistance between the drive wire and outer catheter. The kink in the handle drive wire suggests excessive pressure had been applied to the handle of the snare. We were unable to determine exactly when the handle drive wire became kinked. No other observations were noted. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the products from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: info provided with this report indicates the acusnare was used to perform a "cold" polypectomy (i.e. An electrosurgical unit was not used with the acusnare device). The intended use for the acusnare polypectomy soft snare listed in the instructions for use states: "this device is used with an electrosurgical unit for endoscopic polypectomy." The instructions for use advise the user not to use this device for any purpose other than the stated intended use. Usage of the acusnare device without an electrosurgical unit could have contributed to difficulty with snare retraction. The instructions for use direct the user to fully retract and extend the snare to confirm smooth operation of the device prior to use. Difficulty with movement of the snare (i.e. Snare advancement or retraction difficulty) can occur if the handle drive wire becomes kinked or bent during use or general handling, perhaps due to an application of excessive pressure. The kink in the handle drive wire suggests excessive pressure had been applied to the device during use or general handling. The instructions for use for this product line advise the user to advance the device in short increments until endoscopically viewed exiting the endoscope. This activity will aid in preservation of the acusnare device. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. The visual inspection includes verifying the device is free of kinks. The functional test ensures the snare moves smoothly and freely. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the intended use listed in the instructions for use. The appropriate personnel have been informed of this occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is remote. Customer qa will continue to monitor for complaint trends.